Event description:
It was reported to philips that system did not boot up successfully. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite confirmed that the system was unable to boot up. Review of log files cannot confirm the reported malfunction. Upon troubleshooting, fse identified a failure to initialize the host pc. Fse replaced the bios battery and performed visual inspection. After replacement of battery, the system was returned to use in good working order. The codes were updated based on the investigation outcome.